Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer did return an unopened kit (product code de-15703-s-agk, lot #71f17a0816). The customer also provided three photos. The photos showed a needle with a clear hub with piece(s) broken out. The returned kit was opened and the 18ga introducer needle with a clear hub was examined. No defects or anomalies were observed. A device history record (DHR) review was performed on the needle based on the lot number of an unopened reference kit and did not reveal any manufacturing related issues. The report of a broken needle hub was confirmed by examination of photos supplied by the customer. The photos showed needle hubs that had a piece broken out of them. The customer also returned an unopened kit. The needle in the kit was not cracked or broken. A DHR review was performed based on a potential lot number and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during the puncture of the introducer needle, the hub broke.a new cvc was placed successfully.

Manufacturer narrative:
(B)(4). The device product is not sold in the us. A similar device is sold in the us. Potential lot numbers - 71f17a0702 or 71f17a0816.

Event description:
The customer alleges that during the puncture of the introducer needle, the hub broke.a new cvc was placed successfully.